Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was explanted and replaced. It was also noted that the right ventricular (rv) lead displayed intermittent t-wave oversensing (twos) during a live electrogram (egm) and had numerous short interval counts (sic). Additionally, the right atrial (ra) lead was intermittently undersensing and far field r waves were seen on the atrial channel. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, performance data regarding the lead was received and analyzed. No anomalies were found. Concomitant products: 6947 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).